Manufacturer narrative:
An inspection of the device showed no defects found on the strap but the battery was dead and was replaced to resolve. Additional information has been requested regarding the device inspection and determined root cause of the reported event. A final report will be submitted upon completion of the investigation.

Event description:
A other health care professional contacted technical service to report that the likorall 250 es, white had an issue, the safety cable did not get stuck when a patient fell. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.

Manufacturer narrative:
During follow up with the technician, it was clarified that there was no patient fall, no defects were found on the lift strap and it was intact. The service technician could not perform a load test since the lift's batteries were uncharged at the customer facility. The likorall IFU states the following: before lifting, always make sure that: ¿ the lifting accessory is selected appropriately, in terms of type, size, material and design with regard to the patient¿s needs. ¿ the lift strap is not twisted or worn and can move in and out of the lift freely. ¿ the lifting accessories are not damaged. ¿ the lifting accessory is correctly and safely applied to the patient in order to prevent injuries. ¿ the lifting accessory is properly attached to the lift. ¿ the lifting accessory hang vertically and can move freely. ¿ the latches are intact; missing or damaged latches must always be replaced. ¿ the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are extended upwards, but before the patient is lifted from the underlying surface. Based on the provided information, the likely cause is that the lift strap had been incorrectly folded, and when the patient was lifted the folded part of the lift strap released causing the liftstrap to drop.

Event description:
A other health care professional contacted technical service to report that the likorall 250 es, white had an issue, the safety cable did not get stuck when a patient fell. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority. The device was requested for service/inspection by baxter.